Event description:
Customer has reported that during a liposuction procedure, the tip of the liposuction cannula broke off in the patient's sub-cutaneous tissue. It was necessary for the patient to receive an x-ray and for the tip to be extracted. This extended the procedure by approximately one (1) hour. There was no patient injury.